Event description:
According to the reporter, during a laparoscopic vertical sleeve gastrectomy, upper endoscopy procedure, the staple handpiece automa tically articulated back to the straight position instead of staying during firing. To resolve the issue, a new handle and reload were used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: unknown egia su, unknown endo gia sulu (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 this event has been initially reported under MFR 2647580-2025-01250. Any future new information received will be reported under this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic vertical sleeve gastrectomy, upper endoscopy procedure, the staple handpiece automa tically articulated back to the straight position instead of staying during firing in the stomach. To resolve the issue, a different manual handle and a new reload were used. There was no patient injury.